Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient's representative reported that for the last 2.5 months the patient had been having a lot of problems with the handset that delivered the bolus. The caller stated that the ptm (personal therapy manager) was getting stuck at 90%. Per the caller, the patient delivered a bolus every hour because they were still working on the dosage, and it was not this bad in the beginning when they first got it but now it could take up to 3 minutes for it to detect the pump and deliver the bolus since the patient did it every hour. The caller stated that the patient falls asleep at night holding the handset at the pump site.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.